Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the laboratory method using reagent from siemens. At around 12 pm the result from the laboratory was around 4 inr. The customer believed the result was 4.5 inr. At 13:05 the result from the meter was 6.3 inr. The customer's therapeutic range is 3 - 4.5 inr. There was no allegation of an adverse event. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on heparin or direct thrombin inhibitors, is on no new medications, and no recent illnesses. The customer has recently adjusted their coumadin dosage to half a tablet on monday, wednesday, and friday. All other days a full tablet is taken. The customer has had a change in diet due to gastroparesis. The customer is not allowed vegetable for three days and is only allowed to have crackers and gatorade. The customer reported bruising that was occurring for about a week but no medical treatment was necessary. The customer's meter and test strips have been requested for return. Replacement products have been sent. The customer's doctor stated that they did not think there was anything wrong with the meter and that the customer's inr was just high. The investigation is currently ongoing.